Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number and it was determined that a device history record review was not required. Investigation summary: one pta catheter with a 3 way-valve connected has returned for evaluation. On the visual evaluation of the device, it appeared bloody. A break has noted at the proximal balloon joint, a circumferential balloon rupture and unraveled fibers are noted. The distal tip was slightly prolapsed. No other evidence of detachment noted in the balloon. No functional test has performed due to the condition of the device returned. All noted anomalies can be confirmed under microscopic observation. Therefore, the identified unraveled fiber and break at proximal joint and balloon rupture might contributed to reported retraction issue, therefore the investigation has reported retraction issue, and the investigation is also confirmed for the identified unraveled fiber, break at proximal joint and the material rupture noted at the proximal end of the balloon. However, the reported detachment of device as unconfirmed as no evidence can't be noted form the evaluation of returned sample. The definitive root cause for the reported balloon detachment, retraction problem, balloon rupture, break and unraveled fibers could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2022). H11: b1, b5 ,h1, h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly stuck in the sheath and the balloon detached from the shaft. It was further reported that the balloon was removed by performing a venoplasty procedure. The patient status was unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number and it was determined that a device history record review was not required. Investigation summary: one pta catheter with a 3 way-valve connected has returned for evaluation. On the visual evaluation of the device, it appeared bloody. A break has noted at the proximal balloon joint, a circumferential balloon rupture and unraveled fibers are noted. The distal tip was slightly prolapsed. No other evidence of detachment noted in the balloon. No functional test has performed due to the condition of the device returned. All noted anomalies can be confirmed under microscopic observation. Therefore, the identified unraveled fiber and break at proximal joint and balloon rupture might contributed to reported retraction issue, therefore the investigation has reported retraction issue, and the investigation is also confirmed for the identified unraveled fiber, break at proximal joint and the material rupture noted at the proximal end of the balloon. However, the reported detachment of device as unconfirmed as no evidence can't be noted form the evaluation of returned sample. The definitive root cause for the reported balloon detachment, retraction problem, balloon rupture, break and unraveled fibers could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly stuck in the sheath and the balloon detached from the shaft. It was further reported that the balloon was removed by performing a venoplasty procedure. There was no reported patient injury.